Event description:
It was reported, the patient never had therapeutic effect. It was reported, the patient was "really disgusted" at the time of report because, she was in "so much pain" and could not get any relief and never had any relief from the device. It was reported, the patient had met with three different manufacturer representatives (rep) and was programmed several times and none of them "got it in the right place". It was noted they got it in the patient's feet, but the patient did not hurt in their feet and around their vaginal area. It was logged the patient had spinal pain in the l1 area and it was really rough, it hurt so bad she could hardly stand it. It was reported pain shot down the patient's left thigh and they did help a little bit on the left side, but then it did not help there at all. It was noted, the patient's doctor "had" to give her injection to help her. It was logged the patient was not following up with health care provider (hcp) regarding device. It was reported, the patient had not seen the implanting physician since implant. It was reported, the reps could never get stimulation in the right spot, and could never get it up high enough to help her. It was noted, the patient had a fracture in l1 operated on and they did it wrong. It was logged it was "not a typical fracture, she meant the way they did it", and the patient had them try to do it over. It was noted they "shot that plastic in her" and it was not done right, then the patient went back to clinic 3 or 4 months later in so much pain and was told it should not have been "done that way". It was then reported the device never had worked for the patient, not even when she would get it to work and the programmer worked. It was logged the "device did not relieve the pain, thigh, burning pain going down left thigh." It was noted, the device had never worked for her. It was reported, the patient was "a little worried about it". It was then reported when the patient told the reps it was not working they wanted to keep trying, and they had been trying for almost a year. It was noted, the patient's last meeting with a rep was over 2 months prior to report. It was logged the patient did not use her patient programmer. It was reported on the day prior to report the patient brought the programmer with her to a store and "hurt so bad, she couldn't stand it, it wasn't working, it just wasn't working". It was reported when the patient leaned back "that thing stuck out in her back, it was a bulge in her back, when she leaned back she hit that thing, leaned back up against in other words and it hurt." It was then reported, the patient had had a couple of real bad falls, and one time she fell on the side that thing was on. It was then reported, the device did "so bad". It was noted, the patient asked what it would take to have her device explanted. It was reported, it was not working, the patient's body was hurting. It was then clarified, the device had never worked for the patient and the pain she suffered from had always been there even though she had the device implanted.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).